Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "warming, swelling, and encapsulation" diagnosed by ultrasound and magnetic resonance imaging. The patient also mentioned the recall. Healthcare provider did not note any issue for the left side. An ultrasound was provided that reported "small hypoechogenic lumps in beasts. Presence of silicone prosthesis, with irregular contours (radial folds towards the implant lumen, with periprosthetic fluid observed), especially in the medial quadrants and the infero-medial quadrant. Solid, hypoechogenic, circumscribed lump, longest axis parallel to the skin, not palpable, located at the junction of the medial quadrants of the left breast, measuring 6x5x2 mm. Simple cysts in breasts, measuring between 2 mm and 7 mm" (not device related). A MRI was provided that noted "tiny cysts" (not device related). This record is for the left side. The device has been explanted.